Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial channel. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial channel. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: e1: initial reporter title e1: initial reporter first name e1: initial reporter last name e1: initial reporter facility name e1: initial reporter address 1 e1: initial reporter city e1: initial reporter state e1: initial reporter zip/post code e1: initial reporter phone e2: health professional? E3: occupation g2: report source.